Event description:
A report was received from a nurse in a (B)(6) hemodialysis facility that while setting up the machine, in set up screen, ultra-filtrate (uf) calculator used goal set for 1400 ml when done button pushed next screen appeared and showed correct goal of 1400 ml, uf time of 3:00 hr and uf rate was reading 300 ml/hr (this should have been approx 466ml/hr). The goal was manually changed to 1500ml to determine if the rate would correctly adjust which it did and went to rate of 500ml/hr which would be correct for a three hr treatment with goal of 1500ml. The actual pt goal (1400 ml) was entered manually, bypassing the uf calculator altogether and the correct uf rate appeared. The treatment was completed with no adverse effect. The nurse reports this issue has not reoccurred.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.